Manufacturer narrative:
Result: brake crank.

Event description:
It was reported by service report that the brakes were not holding. It is unk if there was pt involvement, however no adverse consequences are reported.